Manufacturer narrative:
(B)(6). As reported, when the 23 cm. 6 fr. Si brite tip str sheath was taken out of the pouch the distal tip was confirmed to be frayed and could not be used. Another sheath was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that the product was not clinically used in the patient. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. No additional information including target lesion information is available. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17231940 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time please note that this is the initial/final report for this product.

Event description:
As reported, when the 23 cm. 6 fr. Si brite tip str sheath was taken out of the pouch the distal tip was confirmed to be frayed and could not be used. Another sheath was used to complete the procedure successfully. There was no reported patient injury. The product will not be returned for inspection. Additional information received indicated that the product was not clinically used in the patient. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. No additional information including target lesion information is available.